Event description:
Caller reported a malfunction on the pump with the display of malf 15 code, which could not be reset. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump for insulin therapy.